Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent hyperglycemia while using the ilet bionic pancreas, with glucose excursions into the low 200 mg/dl range lasting about an hour and associated automated alerts for readings above 180 mg/dl; the user requested evaluation for a possible device reset or cgm target adjustment. Symptoms included no acute clinical effects. Outcomes included no need for assistance, no professional medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of the hyperglycemic excursions. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.